Event description:
It was reported that the patient saw the physician as the patient was unable to pump and inflate this inflatable penile prosthesis. The implant was not moving fluid from the reservoir to the cylinders due to fluid loss. The inflatable penile prosthesis was removed and replaced. Upon explant, the physician was unable to find a hole in the device. The physician suggested that aggressive pumping and overfilling of the cylinders may have lead to the event. No patient complications were reported.